Event description:
A surgeon reported that there was air in the eye, and leakage from the back side of the pack during surgery. It was noted that priming had passed. The surgery was completed without replacing the product, and there was no harm to the patient. No further information is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received, and is awaiting evaluation. A root cause has not been identified. (B)(4).